Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided. The manufacture date for this electrode is august 6, 2015

Event description:
Boston scientific received information that the device pocket for this subcutaneous implantable cardioverter defibrillator (s-ICD) appeared to not be healing appropriately. The pocket was explored surgically and no evidence of infection was noted. However, there was a concern there may have been a vein issue at the pocket resulting in impeded blood flow so the site area was unable to heal appropriately. This s-ICD and electrode were successfully explanted. No additional adverse patient effects were reported.